Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawer 4.1 and 4.2 was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.1 and 4.2 was failed to open and device does not detect on bus. A field service engineer addressed failure of drawer 4.1 and 4.2. No lights were present on drawer boards. Initial board replacement did not resolve issue. Replaced all related boards and restarted station. Reconfigured drawer and ran hardware test. Results saved and uploaded. Station rebooted and inventory completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device drawer 4.1 and 4.2 was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.